Manufacturer narrative:
Restricted leaflet movement. Device evaluation summary - customer report of leaflet not moving could not be confirmed by visual observation. As received, a nick was observed on leaflet 3 at commissure 1, nick was approx 2mm in length and did not penetrate through the entire thickness of the leaflet. Device was sent to r&d for testing in a pulse duplicator where it was found that while the valve was able to fully close one leaflet did not fully open. Additional manufacturer narrative - device evaluation could not confirm the allegation that one leaflet was not moving. The reported leaflet behavior in vivo cannot be confirmed as no echocardiography recording was provided. No further information concerning the explant could be confirmed. During pulse duplicator testing at normal physiological pressures and flow the valve closed completely, while one leaflet did not fully open. This phenomenon can occur in returned valves, as the leaflets are typically stiffer than an unimplanted valve after exposure to blood and storage in formalin. In this particular case, the leaflets were specifically noted to be stiffer than an un-implanted valve when probed with fingers. Given the lack of information provided on the nature and timing of the observation of ¿one leaflet did not move¿, no specific determination can be made at this time concerning the reported behavior of the valve observed in vivo. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm mitral valve that was explanted at implant. When surgeon tested the valve it was found that one leaflet did not move. There were no complications reported.